Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother called and reported that the display fell out of the insulin pump and the buttons were not responding. The buttons reportedly regained their function. It was advised the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The insulin pump had an intermittent button response due to light moisture damage to keypad traces. The insulin pump had missing lcd window. The insulin pump was received with cracked case on the display window corner, cracked reservoir tube lip and cracked battery tube threads.